Event description:
The customer biomedical engineer (biomed) reported the clinical staff was unable to hear alarms at their philips information center ix (pic ix). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.